Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported a microsensor (ID: (B)(4) tip was unable to provide accurate intracranial pressure (icp) reading. The monitor used was icp express (unknown ID) and cable used was icp cable (unknown ID). The event happened during the procedure after implantation site closure. The reported microsensor was changed to a new one.

Manufacturer narrative:
Microsensor (ID 826638) was returned for evaluation. Device history record (DHR) - lot 6745401 (sn (B)(6) ) met specifications when released. Failure analysis - catheter mashed 59.6 cm from connector. Icp express read 521. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause analysis - the reported complaint could not be confirmed. The possible root cause for this issue reported by the customer could be due to incorrect set-up of device.